Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned wet cassette was visually and functionally tested. Inspection did not find any obvious defects. A cassette pressure leak test was then performed utilizing an external pressure source and the back pump elastomer lifted slightly. The cassette was removed, and further inspection revealed the drain bag drain path was not punched by the supplier manufacturer. No drain path to the drain bag will cause backpressure and cause leakage, resulting in the customer's experience. The supplier manufacturer for this drain bag will be notified of this complaint and quality issue. The root cause of the customer¿s complaint is an error that occurred during the supplier¿s manufacturing process. The drain bag port path was sealed and not punched through during their process (contributing factor). The supplier manufacturer has been notified and made aware of this complaint issue. No further action will be taken for this occurrence. Based on our current tracking, there are no adverse trends for this reported complaint type and lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported error code was displayed, and a leakage occurred from the back side of a cassette during cataract surgery. The surgery was completed without product replacement. However, the next surgery was canceled. There was no patient harm.